Event description:
A reloadable 90mm linear stapler was opened and used. Staples didn't form properly. Resected the area of anastomosis in which the staples did not form and completed resection with a different roticolator instrument. Anastomosis had to be taken down and then reanastomosed. This added add'l hr to procedure.